Event description:
It was reported that the pt was experiencing high lead impedance and was scheduled for lead revision. The generator was also replaced at that time. Device has been returned to manufacturer for review, but analysis has yet to be performed. It is unk at this time what caused the high lead impedance. Good faith attempts to obtain additional info have been unsuccessful to date.

Manufacturer narrative:
Conclusions: device malfunction is suspected, but did not contribute to a death or serious injury.